Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. In the customer received photos, two tubes can be seen with fm within the gel. Additionally, 30 retention samples from bd inventory were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fm based on the photos provided.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer reports that there are black long strips of foreign matter in the separation gel. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: defect: there are black long strips of foreign matter in the separation gel of the blood collection tube. Quantity: (B)(4). Impact: no adverse effects on patients and medical staff. Claims: green claims are required.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer reports that there are black long strips of foreign matter in the separation gel. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: defect: there are black long strips of foreign matter in the separation gel of the blood collection tube; quantity: 2; impact: no adverse effects on patients and medical staff; claims: green claims are required.